Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump and was informed to call back if the malfunction recurred, which it did not. Customer was able to continue using the pump.